Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 632 mg/dl and a large ketone level identified as dangerous. Reportedly, the cause of the issue was due to kinks/blockage in a non-tandem infusion set. The infusion set information was not provided. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.